Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raw and painful. It was reported the patient had a nickel allergy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used an over-the-counter chaffing gel and was prescribed a cream by the doctor. The medical outcome is unknown as follow up attempts were unsuccessful.